Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported clip jumping, difficult to open clip and physical resistance of the arm positioner could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative tricuspid regurgitation (tr) for a triclip procedure. During preparation of the triclip, the clip would not open after closing it for established final arm angle (efaa). Troubleshooting was preformed and the clip opened. The efaa testing was preformed again and the clip would not open. Troubleshooting was preformed a second time when the lock line was pulled past the blue line when the clip jumped open to 120 degrees. It was noted that there was friction in the system on the arm positioner. The clip was replaced and during the procedure two triclips were implanted successfully before the procedure was discontinued. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.